Manufacturer narrative:
Other, other text: additional information received by smiths medical on 22-sep-2020 via email that the event occurred while testing, and no patient was involved.

Event description:
Information was received indicating that a no disposable attached alarm occurred to a smiths medical cadd-legacy 6400 pump. There were no reported adverse effects.

Manufacturer narrative:
Returned device was received in poor physical condition. The battery door was missing. The front and rear housings were cracked as well as the keypad, overlay. The downstream occlusion sensor was worn. The issue was able to be replicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.